Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5175125. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5177055. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Batch: 24287878. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Batch: 24287865. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 5175807. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 5175564.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing a foreign body reaction to her implanted system as well as redness and thinning of tissue in some areas. The patient underwent an explant procedure where their entire system was explanted. The patient is doing well post-operatively. The devices were discarded and were not return for analysis.